Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
The customer alleged that the pump shut off unexpectedly. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose (bg) level was 505 mg/dl. A correction bolus was delivered via the pump to address bg. Tandem failure investigation found that the pump battery fully depleted due to customer not charging the pump and the pump subsequently shut off.